Event description:
It was reported that the ilet bionic pancreas displayed an occlusion during a meal announcement, after which delivery was resumed and subsequent occlusion alerts did not recur; the user later experienced hyperglycemia with a reported blood glucose of 278 mg/dl, and the system delivered corrective insulin as glucose trended down. Symptoms included elevated blood glucose. Outcomes included return of glucose toward target without need for medical intervention. Investigation included troubleshooting with the user regarding infusion set function, delivery resumption, and monitoring for further alerts. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with contributing context that the meal announcement was interrupted and the meal was carbohydrate dense, and no infusion set kinks, bubbles, or leaks were identified. It was concluded that the event involved an insulin delivery occlusion with subsequent hyperglycemia of unclear cause, with device therapy continuing to correct glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.